Event description:
It is reported that the pt was being revised due to dislocation. During the revision, a pseudotumor was noticed. The trunnion of the neck had metallosis and the stem appeared to be well fixed but the placement was in varus.

Manufacturer narrative:
Evaluation summary: evaluation of the pre-op x-ray reveals the stem to be in a varus position. Photos have been provided and confirm the alleged description of the devices. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.